Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monopolar high frequency cable sparked and snapped off at the junction point. Where the cord hooks onto the resectoscope. The issue occurred, during a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.